Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead eroded. On (B)(6) 2017 the lead was explanted and replaced successfully. The patient's condition was stable.